Event description:
According to the information received from the monteris clinical specialist present at the case, a skull hole was created and a stereotactic guiding device was then threaded into the skull. Some difficulty was observed during the insertion of the probe and related accessories through the inner table of the skull. Following the probe insertion, the treatment was completed successfully. During removal of the probe from the skull and stereotactic guiding device, the tip was not attached to the probe shaft. An MRI was performed showing the tip was very superficial and close to the edge of the skull. The patient returned to the operating room, the skull hole was widened and the sapphire tip was removed. Inspection of the sapphire tip confirmed that the tip was complete and undamaged. User facility report - (B)(4) was also received.

Manufacturer narrative:
An insufficiently drilled skull hole can lead to incomplete opening through the skull. As a result, resistance can be experienced during device insertion and removal. The probe involved with the event was not returned. Review of the probe's device history record confirmed the device met all functional and inspectional specifications including 100% inspection of the probe outer diameter which verified the devices to be less than 3.3 mm. The process of bonding the sapphire tip to the shaft was validated and demonstrated a capability to >3x the design specification. As an added precaution, the bond strength is 100% tested to 3x the design specification during manufacture. A stereotactic guiding device is used in conjunction with the probe and creates a stable trajectory pathway for the procedure. The inner diameter (ID) of the stereotactic guiding devices are 100% inspected to verify conformity to receive probe with od no larger than 3.3 mm . There have been no reported non-conformities for the stereotactic guiding device. In conclusion, the event most likely occurred due to an insufficient skull hole prior to insertion of the probe.